Event description:
I had silicone breast implants (mentor) put in (B)(6) 2012, not long after I¿ve had an array of symptoms including digestive problems, food intolerances, brain fog/fatigue, vision issues, throat issues (feel like I¿m choking when swallowing) and a few more. I¿m looking into having the implants removed since I didn't have any of these symptoms before the implants.